Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown and "double bubble deformity." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, crease fold, wear abrasion. A microscopic analysis was performed which identify crease sharp. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown and "double bubble deformity." Device has been explanted.